Event description:
It was reported that air ingress thru the flush port was observed. The faradrive steerable sheath was prepped outside of the body and the dilator was wetted and flushed. The dilator was inserted into the sheath and the sheath was flushed through the hemolytic valve and flush port. The sheath was put over amplatz wire into left atrium. When aspirating and flushing, the sheath continuously pulled air into the flush port. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.